Event description:
It was reported to tyco healthcare/kendall on 8/18/06, that a customer had a problem with a dialysis catheter. The customer states the luer hub was cracked and the pt was unable to have dialysis due to air being sucked back. The dialysis catheter was removed and replaced.